Event description:
It was reported that during implant the device showed premature discharge of the battery. Another device was implanted. There were adverse health consequences to the patient.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at above elective replacement indicator (eri) when received. Assessment of total projected longevity calculation was performed and found to have appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Based on this information, there was no evidence of premature depletion.